Manufacturer narrative:
The investigation determined that a discordant patient test report was obtained when compared with the information displayed in the customer¿s lis. The sample had been processed on a vitros 350 chemistry system s/n (B)(4). The assignable cause of the event was determined to be user error as the customer reused a sample identification number (sid) without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to use as instructed in the vitros 350 operator's guide. The vitros 350 chemistry system was operating as intended. No malfunction occurred.

Event description:
A customer reported that a discordant patient test report was obtained when compared with the information displayed in the customer¿s laboratory information system (lis). The sample had been processed on a vitros 350 chemistry system. Results that have been associated with the wrong patient may lead to inappropriate intervention with the potential for serious injury to the patient. No mis-associated results were reported from the laboratory. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number 1955438 / qerts record ID 419628.